Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The following possible causes for the reported event are presumed as follows: repeated impact added to the lid by user handling. 4.IFU review n/a. The defect was not due to mishandling by the user. The suggested event is detectable by handling the equipment in accordance with the following IFU. Chapter 3 inspection before use¿3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged the legal manufacturer confirmed the subject equipment was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The fse reported that the lid was repaired. The lid was removed per the oer-pro technical guide. The software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The field service engineer (fse) reported that while onsite at the user facility a circular crack was noted on the plastic lid of the oer-pro, near the washing case. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.